Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient has two implants in their back. The patient charged them and they are showing that they are charged. When the patient tries to turn them on with their patient programmer (pp) it won't turn on. The patient also noted that they put new batteries in their pp. No further complications were reported. No patient symptoms were reported.